Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn0211 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the infected port was removed. No other information was reported, but has been requested.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. This event involved an implanted port and is covered by exemption e1997041; therefore, it will be reported as part of the quarterly summary report.

Event description:
Facility reported to the sales rep that the infected port was removed. No other information was reported, but has been requested.